Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remote via merlin.net transmission, non-sustained vf episode due to external noise was observed. Patient did not receive any therapy and did not experience any adverse event. No similar episodes were observed subsequently. It was suspected episodes were due to an external emi source. It was recommended for patient to be seen in clinic for further lead testing and isometric exercises. No further episodes were observed and patient will return to clinic for routine follow-up. Patient was stable and will continue to be monitored.